Event description:
In 2006, pt had surgery utilizing a navigation system and navigation pins. Two weeks later, the pt experienced a femur fracture while in physical therapy. The doctor inserted a rod into the femur to help correct the fracture.

Manufacturer narrative:
Investigation ongoing. Add'l narrative: dr stated he "put the (navigation) pin too vertical and through the lateral cortex", which may have contributed to the event.